Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the lay-user/patient, alleging the patient required treatment at the ER for mild dka after her blood glucose got into the 500 mg/dl last night. Prior to the ER, the patient took a correction bolus via syringe, lowering her blood glucose to 120 mg/dl. The patient¿s blood glucose subsequently rose again to the mid 300¿s mg/dl with symptom of vomiting. In the ER, the patient was given food and an insulin correction which lowered her blood glucose to 340 mg/dl earlier this morning. The patient reportedly vomited twice at the time of concern. The reporter claimed that the patient¿s endocrinologist felt that the animas pump is not working properly and would not allow the patient to use the subject pump unit it is replaced. The patient is currently managing her diabetes with injections. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient had blood glucose over 500 mg/dl and required hcp medical intervention while on insulin pump therapy. The animas pump was replaced and requested back for investigation.

Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.